Event description:
It was reported that intermittent occlusion alarm occurred. System check was performed by tandem clinical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. Customers blood glucose level was 124 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.